Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was not hospitalized for the event. Treatment consisted of vancotroy (2 g, ip, every 7 days) and gentamycin (20 mg, ip, once daily for 14 days). The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.